Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fissured device was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue, and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebw0822 showed no other similar product complaint(s) from this lot number.

Event description:
They informed us they found the device fissured in the distal portion. They informed the (B)(6) ministry of health as incident. Sample not available